Event description:
Cordis has been notified through legal channels that a male patient underwent implantation of an unknown number of unidentified cypher stents in a coronary unknown artery/ arteries. Sometime after implantation, the patient experienced in-stent thrombosis. No further info regarding the patient, product, procedure, or event is available at this time.

Manufacturer narrative:
The product is not available for analysis. Additionally, the sterile lot number is not known. No further analysis can be performed for complaints reported without a lot number and for which the associated products will not be returned based on the available info, it is not possible to draw a conclusion regarding the reported event. It is also not possible to determine what, if any, clinical factors may have contributed.